Event description:
User facility reported skill clamp slipped while in contact with a patient. As a result, the patient sustained a scalp laceration.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.